Event description:
It was reported that patient was infected. Doctor feels this case is an example of possible trunnionosis. He sees increased metal ion levels. He washed out and replaced head.

Manufacturer narrative:
An event regarding infection involving a metal head was reported. The event was confirmed. -medical records received and evaluation :a review of the provided information by a clinical consultant indicated that: on (B)(6) 2012 a revision of the left total hip arthroplasty was performed for ¿metallosis¿. No operative report is available, however cultures were noted to be positive for strep viridans, for which intravenous antibiotics were given. Persistent drainage and increased pain was noted. The pathology report from this procedure described ¿necrosis without inflammation.¿ no patient demographics are given and no examination of the explanted components is available for review. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other event for the reported lot and one other event for the reported sterile lot. Conclusions: the exact cause of the event could not be determined. Consultation with sterility assurance indicated the introduction of the causative agent of the strep was not introduced via the reported devices. Further to this a medical review was performed and did not indicate any evidence of a device related issue.

Event description:
It was reported that patient was infected. Doctor feels this case is an example of possible trunnionosis. He sees increased metal ion levels. He washed out and replaced head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.